Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the lines of the cassette when pd treatment was cancelled. The patient reported receiving an air detected in cassette alarm during drain 1. It is unknown at which point in therapy the leak may have began. The source of the leak is lower part of the cassette below safety clamp. There was no fluid detected within the cycler. There was no replacement of the cycler. The cassette was discarded and the lot information is unknown. Additional information has been requested, however to date has not been received. Upon follow up, the pdrn reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.